Event description:
Customer's wife reports back to back testing on the advantage system with results of: hi (>600 mg/dl) to 59 mg/dl, hi (>600 mg/dl) to 218 mg/dl, hi (>600 mg/dl) to 105 mg/dl, hi (>600 mg/dl) to 64 mg/dl. 59 mg/dl to 218 mg/dl, 218 mg/dl to 64 mg/dl, 64 mg/dl to 105 mg/dl, 218 mg/dl to 105 mg/dl, 59 mg/dl to 105 mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.